Event description:
It was reported that during a lap hysterectomy procedure, the device tore. A second device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/13/2008. Info anticipated, but unavailable at this time.